Event description:
Preliminary investigation indicates that the flowmeter was used in conjunction with a liquid oxygen system in a nursing home setting. During treatment at the nursing home, the flow rate was apparently and without authorization reset to a level that allowed for oxygen flow in excess of the medically prescribed flow rate and in excess of a rate which could be, over time accommodated by the design of the oxygen delivery system. The resulting damage was frozed facial tissue of pt's lips.